Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be supplier related. The product returned for evaluation was a 5fr dual lumen powerpicc solo with an inlaid 3cg stylet and t-lock assembly. The white tether of the stylet was completely detached from the yellow handle. Microscopic inspection of the crimp within the yellow handle revealed the crimp had not been completely closed. The open crimp was likely due to misassembly during device manufacture. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "opened it like normal, was holding the white clip that attaches to the chest plate and the yellow bit and the wire just easily pulled out from it. Occurred prior to use." No other information was provided. 5/13/2024 - during evaluation of the returned device, it was found the white tether of the stylet was completely detached from the yellow handle.